Manufacturer narrative:
Insulin pump was unable to prime during the prime/compromised force sensor system test due to partially detached end cap. No compromised force sensor system alarm noted. Insulin pump passed the operating currents test. Unable to perform the displacement, self-test, unexpected restart error test, rewind, basic occlusion, occlusion and no delivery tests due to prime anomaly. Insulin pump had missing end cap sticker, cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched, and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The dome label sticker was missing. Customer's blood glucose level was 219 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.